Manufacturer narrative:
This is the marker FDA 3500a form for medical device reporting variance e2020002 for the essure system (p020014) submitted by bayer on 10dec2020 for the period, 01nov2020 to 30nov2020. ;a spreadsheet of MDR line-item data for the reports referenced in this report can be found on the "problems reported with essure" page of the FDA web site. ; a. Total number of reports: ; 1. By report type: 3624 serious injuries, 17 malfunctions, and 2 deaths. ; 2. By patient problem code(s): ; 1293 reports associated with patient problem code 1994: pain. ; 1147 reports associated with patient problem code 3191: no code available. ; 390 reports associated with patient problem code 2687: foreign body in patient. ; 316 reports associated with patient problem code 2121: uterine perforation. ; 267 reports associated with patient problem code 3193: pregnancy. ; 220 reports associated with patient problem code 3165: device fragments in patient. ; 144 reports associated with patient problem code 2666: heavier menses. ; 113 reports associated with patient problem code 1888: hemorrhage. ; 95 reports associated with patient problem code 1685: pain, abdominal. ; 91 report associated with patient problem code 1907: hypersensitivity. ; 82 reports associated with patient problem code 2601: distention. ; 74 reports associated with patient problem code 1962: miscarriage. ; 25 reports associated with patient problem code 1819: pregnancy, ectopic. ; 18 reports associated with patient problem code 2001: perforation. ; 15 reports associated with patient problem code 1959: menstrual irregularities. ; 15 reports associated with patient problem code 2000: pelvic inflammatory disease. ; 10 reports associated with patient problem code 1855: death, intrauterine fetal. ; 6 reports associated with patient problem code 1987: organ(s), perforation of. ; 4 reports associated with patient problem code 2033: rash. ; 4 reports associated with patient problem code 2067: sepsis. ; 4 reports associated with patient problem code 2668: bowel perforation. ; 3 reports associated with patient problem code 1695: adhesion(s). ; 3 reports associated with patient problem code 2465: labor, premature. ; 3 reports associated with patient problem code 2543: abdominal cramps. ; 2 reports associated with patient problem code 1690: abscess. ; 2 reports associated with patient problem code 1802: death. ; 2 reports associated with patient problem code 2681: tissue breakdown. ; 1 report associated with patient problem code 1028: anastomose, failure to. ; 1 report associated with patient problem code 1204: vessel or plaque, device embedded in. ; 1 report associated with patient problem code 1880: headache. ; 1 report associated with patient problem code 1932: inflammation. ; 1 report associated with patient problem code 1946: laceration(s). ; 1 report associated with patient problem code 1957: cytomegaloviral retinitis. ; 1 report associated with patient problem code 2022: pulmonary insufficiency. ; 1 report associated with patient problem code 2060: scar tissue. ; 1 report associated with patient problem code 2278: urticaria. ; 1 report associated with patient problem code 2348: injury. ; 1 report associated with patient problem code 2475: prolapse. ; 3. By device problem code(s): ; 3423 reports associated with device problem code 2993: no known device problem. ; 220 reports associated with device problem code 1069: break. ; b. The average patient demographics: 34.4 year old females from the united states based on a sample size of 739 of 3643 reports where a patient age was reported. ; c. Report source: legal - all reports are from the two sources described within the essure variance letter (e2020002) dated 24apr2020. ; d. Entities submitting reports: bayer pharma ag. ; e. Device(s) involved: essure; ess205, ess305. ;an analysis of the mentioned information will be conducted periodically as described within the essure variance letter (e2020002) dated 24apr2020. ;